Event description:
It was reported that the unit was giving error code 1871. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error 1871 was found in the event history log. Visual inspection was performed, and the customer's problem was duplicated. The most probable cause of the issue was the motor locked. The motor was replaced to fix the issue.